Manufacturer narrative:
Depuy spine has requested return of the device for eval. A follow up report will be submitted upon receipt of the device and completion of the eval.

Event description:
International affiliate reports that threads tore away from the set screw during insertion into a pedicle screw. The device was implanted and it was reported that surgical intervention was required approx one week later as the hardware is reported to have failed. The reported failure is believed to be related to the tearing of the set screw threads but no details have been provided.